Event description:
The needle from a 20g peripheral IV would not retract while attempting an uncomplicated IV start. After removal of device it was observed that the needle was bent. This was the second of two such occurrences today. Never before seen in this rn's 13yr career.